Event description:
Single chamber pacer (external transvenous) failed to capture. Measuring increased from 5-7 and started capturing. Then pacer box turned itself off. Turned back on and obtained new pacer box and detached it, old pacer sent to biomed and biomed forwarded to medtronic. Pt symptomatic for about 90 seconds while heart rate decreased to 23, had to arouse. System disappeared upon pacer capturing again.